Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported via the FDA report number (B)(4). It was reported that while the surgeon was implanting a gamma nail, it was discovered that the drill bit did not allow for the k-wire to slide through, which is the typical operating procedure. Surgeon removed the k-wire and proceeded to use the drill bit. Surgery continued as normal and the drill bit was taken out of service. Initial reporter also sent report to FDA.